Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During evaluation, it was determined that the device would not run and had insufficient / low power. It was determined that the equipment was locked; and that there was excessive liquid residue inside. It was determined that the equipment was locked due to the gear and rotor being damaged by an undetermined cause. When disassembling the equipment it was observed that an excess amount of liquid residue was inside that may have been caused by a failure in the cleaning process or even in the sterilization process. It was further determined that the device failed pretest for check the starting behavior, check for excessive noise, check for immediate stop, and check for free movement. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the trigger was tightening, the motor did not turn, and the rotor was locked on the air reamer drill device it was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.